Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that they received emergency medical assistance on (B)(6) 2018 with a low blood glucose value. The customer had been having issues with their blood glucose dropping to the 20 mg/dl and 30 mg/dl range in the night time; the hypoglycemia issues have been occurring for the past two months. The customer was 151 mg/dl at the time of the call. The customer did not mention any symptoms or treatments of the hypoglycemia; however, their health care professional has been continuously adjusting their basal rates since a high blood glucose incident in (B)(6) 2018. The customer was using the insulin pump system within 48 hours of the reported low blood glucose event. Troubleshooting was initiated on the insulin pump. The drive support cap appeared normal. There were no priming issues identified either. The reservoir contained the same amount of insulin as displayed on the status screen. The insulin pump will not be returned for analysis.